Manufacturer narrative:
Device evaluated by MFR.: sv/5.5-4/4t/90 was received for analysis. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. A leak test identified a balloon pinhole located at the proximal edge of the proximal balloon cone. An examination of the balloon material and markerbands identified no other issues. The rated burst pressure for this balloon is 15 atmospheres as per symmetry specification. A visual and tactile examination found no kinks or damage to the shaft of the device. A visual examination identified no issues with the tip of the device. This concludes the product analysis.

Event description:
Reportable based on device analysis completed on (B)(6) 2023. It was reported that balloon leak was encountered. The 75% stenosed target lesion was located in the mildly tortuous and mildly calcified arteriovenous fistula vein side. A 5.5-4/4t/90 symmetry balloon catheter was advanced for dilation but when an inflation device was attached and pressurization was performed, the pressure did not increase. The device was removed from the patient body and checked; thus, it was noted that the inflation solution was leaking from the middle of the shaft. The procedure was completed with another of the same device. No patient complications were reported. However, returned device analysis revealed balloon pinhole.